Event description:
It was reported that the insulin pump alarms no delivery. The no delivery is occuring during the bolus. The no delivery alarm has been a problem for 30 days. The current blood glucose reading is 115 mg/dl. Customer stated that he uses the insulin straight from the refrigerator. Customer advised that insulin should be used at room temperature. Customer will monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.